Event description:
It was reported that the customer received a button error alarm on the insulin pump and a button felt stuck. The customer stated that he had put the insulin pump on suspend to get into the shower and resumed the pump after exiting the shower. No significant events leading up to the alarm were recalled. The customer's blood glucose was 117 mg/dl. It was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
No button error alarm was noted during testing. The insulin pump had an unresponsive button due to an unlocked keypad connector. No moisture damage was noted. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.